Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 27-jun-2023. H6: investigation summary one mfx2409 sample was received without packaging; the lot number was not available to assist the investigation. The sample was received connected to a c35 bag access device. Functional testing was performed by connecting the returned sample to the returned c35 component, and it was found that the needle was able to be retracted safely with normal manual manipulation of the product. Furthermore the components remained secure following a fluid flush through. The details of this feedback were shared with the legal manufacturer of the product, impromediform gmbh for investigation. A definitive root cause could not be determined in this instance as no issues were observed to the returned mfx2409 product which may have contributed to the customer's experience. Previous investigations have confirmed that an exposed needle may occur as a result of the injector not having been pulled back prior to attempting to disconnect the component; if the components are not correctly disengaged it can lead to the needle of the component being exposed upon attempts to disconnect the products. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. H3 other text : see h10.

Event description:
It was reported while using bd phaseal¿ IV line connection kit there was component separation. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the injector needle exposed. According to the customer's report, the injector needle was exposed during the replacement of the saline bag to the premedication bag.

Event description:
It was reported while using bd phaseal¿ IV line connection kit there was component separation. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about the injector needle exposed. According to the customer's report, the injector needle was exposed during the replacement of the saline bag to the premedication bag.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.